Event description:
Inpatient admitted with altered mental status; pt diagnosed with dementia/delirium. Pt was sitting in chair with tabs alarm in place; pt was found on the floor at 2:20 pm; per nurse, tabs did not alarm; upon checking, the nurse reported the black button could not be pressed in; battery was charged and tabs worked; however, there had been no indication that the battery needed to be changed. There was no injury to the pt from this fall; pt was discharged later the same day.